Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised to address disassociation of hip-head and inlay.

Manufacturer narrative:
(B)(4). Investigation summary: following review by bioengineering, no product problem was identified. The complaint shall be closed with an undetermined conclusion. It shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be re-opened and further investigation completed as required. Product code 121722050 work order (B)(4) was manufactured on 15 sep 2017. (B)(4) parts were manufactured per specification and all raw materials met specification. There were no ncs or deviations associated with this lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: the patient was revised to address disassociation of hip-head and inlay.